Manufacturer narrative:
(B)(4). Batch # p94l6k. Investigation summary . The device was returned with no apparent damage. The device was connected to a gen11 and functionality tested. An alert screen was displayed and no further functional testing could be performed. The blade could not be functionally tested due to the returned condition of the instrument. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. Due to the condition of the returned device, the alert screen of "pres ok to continue and reactivate" could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were noted, related to the reported event. When the device was disassembled it was found that there was a cracked internal component; the y-link. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that once the technician has connected the harhd36 to the generator. It run normally, and goes to the screen "advanced hemostasis & 5". But once he activate, error screen occur "press ok to continuous, press ok to reset system and continuous". They then unplugged the cable and connect, same thing happens again when he tried to activate. They checked the software version, it was 2016.1.1. They switch off the machine and tried again, same thing. They opened a new consumable and try one the same machine, same thing happened. Finally, they changed another machine, however, the generator shown " no instrument uses remaining". They use harh36 to continuous the surgery. No patient consequence.